Event description:
A pt reported missing display segments with a one touch meter. Pt reported that because of the missing segments the ot meter was not giving clear readings. Pt did not report any serious injury events. Pt denied ever dropping the ot meter.